Manufacturer narrative:
(B)(4). Investigation summary: three samples were returned from the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe and attempted the flush water through them. All samples were successfully primed. The customer complaint that the tubing will not flush could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 20039e lot number 20116168 was performed. The search showed that a total of 12003 units in 1 lot number was built on 12nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: three samples were returned from the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe and attempted the flush water through them. All samples were successfully primed. The customer complaint that the tubing will not flush could not be replicated.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e batch/lot #: 20116168. Reported issue: they cannot flush the tubing.